Event description:
A report was received that the pt was experiencing pain at the pocket site when the stimulation was turned up. The pt met with the pain management physician to discuss explanting the device. The pain management physician suggested that the pain could be stemming from his pancreas and to follow up with his family practice physician. The pt declined to see his family practice physician and will see his pain management physician in regards to the next course of action.